Event description:
Bone on bone [joint disorder] ([subtherapeutic response]) case narrative: this case is cross linked to case (B)(4) (multiple devices- left knee). Initial information received from united states on 30-aug-2019 regarding an unsolicited valid serious case received from a patient. This case involves a 74 years old male patient who experienced bone on bone and after about a month after receiving his last round of injection the results wore off, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included apixaban (eliquis) for a blood thinner and paracetamol (tylenol) for pain. The patient used synvisc for about 6 years total. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate) injection, in right knee, at a dose of 2ml at a frequency of one injection a week for three weeks in a row via intra-articular route (lot - unk) for osteoarthritis. The information on lot number was requested. The patient reported that used the earlier version where he received one injection a week for three weeks in a row. The patient stated the synvisc worked really well and fabulous but after about a month after receiving his last round of injection the results wore off. On an unknown date, the patient had bone on bone and had knee replacement surgery for it. (The patient was hospitalized for this and intervention required). It was reported that (on an unknown date in 2019) few months back, the patient started experiencing shoulder pain. The patient went to see the doctor and had x-rays and had osteoarthritis in shoulders. The patient had been doing therapy. The patient was on eliquis for a blood thinner so was limited to tylenol for a pain medication. Action taken: not applicable. Corrective treatment: replacement surgery for bone on bone. Outcome: unknown. A product technical complaint was initiated for synvisc (lot: unknown) on 01-oct-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion was 01-oct-2019. Additional information was received on 01-oct-2019. Global ptc number and ptc results were received, and text was amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 01-oct-2019. Follow-up information dose not change the previous assessment of the case. This case concerns a patient who was on treatment with synvisc and reported to had bone on bone had knee replacement surgery for it. Based on the available information, pharmacological plausibility can be established between the event and suspect product. However, more information regarding patient's concurrent clinical presentation, relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Bone on bone (joint disorder). Ter about a month after receiving his last round of injection the results wore off (subtherapeutic response). Case narrative: this case is cross linked to case (multiple devices- left knee). Initial information received from united states on 30-aug-2019 regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) years old male patient who experienced bone on bone, shoulder pain, and after about a month after receiving his last round of injection the results wore off, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided.. Concomitant medications included apixaban (eliquis) for a blood thinner and paracetamol (tylenol) for pain. The patient used synvisc for about 6 years total. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection, in right knee, at a dose of 2ml at a frequency of one injection a week for three weeks in a row (lot - unk) for osteoarthritis. The information on lot number was requested. The patient reported that used the earlier version where he received one injection a week for three weeks in a row. The patient stated the synvisc worked really well and fabulous but after about a month after receiving his last round of injection the results wore off (therapeutic response decreased). On an unknown date, the patient had bone on bone and had knee replacement surgery for it. (The patient was hospitalized for this and intervention required). It was reported that (on an unknown date in 2019) few months back, the patient started experiencing shoulder pain. The patient went to see the doctor and had x-rays and had osteoarthritis in shoulders. The patient had been doing therapy. The patient was on eliquis for a blood thinner so was limited to tylenol for a pain medication. Action taken: not applicable. Corrective treatment: replacement surgery for bone on bone. Outcome: unknown. A product technical complaint was initiated and results were pending for the same.